Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with sacral colpopexy due to pop and weak rectovaginal tissue.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2007 due to dyspareunia and pelvic pain. It is also reported that the patient underwent partial mesh removal on (B)(6) 2008 and complete removal on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.